Event description:
Event description guidant received information that a patient with this chronic right ventricular (rv) defibrillation lead was demonstrating increasing pacing thresholds and a procedure was scheduled to replace the rate/sense portion of the lead. It was further reported that a pacing impedance measurement of >3000 ohms and non-capture was noted after the patient received a shock. It was noted that the physician elected to surgically abandon the entire abdominal system and implant a new rv defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) in the pectoral area.